Event description:
It was reported that guidewire break occurred. A 300cm pt2 moderate support guidewire was selected for used. However, during preparation, a guidewire breakage was identified upon retraction of the packaging, and the device was unable to be used. The procedure was completed with another of same device. No patient complications were reported and the patient condition post procedure was stable.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. The device was returned for analysis. Visual inspection revealed multiple kinks noted in the body of the guidewire. Microscopic inspection showed no signs of detachment in the ends of the guidewire. Dimensional testing showed the device length met specification.

Manufacturer narrative:
Patient age at time of event: 18 years or older.

Event description:
It was reported that guidewire break occurred. A 300cm pt2 moderate support guidewire was selected for used. However, during preparation, a guidewire breakage was identified upon retraction of the packaging, and the device was unable to be used. The procedure was completed with another of same device. No patient complications were reported and the patient condition post procedure was stable.